Event description:
During a laparoscopic gastrectomy procedure, the surgeon activated the locking lever button on the device and it rotated 360 degrees from its original position. The case was completed with another like device. There was no patient consequence.